Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report entrapment, foreign body and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted flail and a dilated left atrium. It was noted visualization was challenging due to device shadowing. The first clip was successfully deployed on the central a2/p2. A second clip delivery system (cds) was advanced to the mitral valve to be placed on the lateral a2/p2. Then during grasping, the steerable guide catheter could not move posterior which indicated that the clip possibly became stuck on the chordae. Therefore, the clip was deployed; however, the clip was only able to grasp the anterior leaflet. Since the clip is in close proximity to the first clip, the second clip remains stable. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the clip becoming caught in anatomy appears to be related to patient morphology/pathology (flail and a dilated left atrium). The poor image resolution is related to visualization being challenging due to device shadowing, and thus related to procedural circumstances. The reported foreign body in patient appears to be related to the procedural circumstances of the clip becoming caught in the anatomy. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a